Event description:
It was reported that a patient underwent a breast surgery using a karl storz 10 mm laparoscope (model: 26003bra) in conjunction with a tl400 cold light source (with the automatic brightness mode on). An unexpected incident occurred during the operation, resulting in the patient's skin being burned by the lens[?] After the produce, the patient did not require additional intervention treatment and the condition was controllable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).